Event description:
The customer complained about creatinine jaffe gen 2 (crej2) results on two samples from the same patient. Testing was performed on several analyzers. For sample (B)(6), which was lipemic, the following results were obtained: -analyzer: integra 400, 2.64 mg/dl -analyzer: cobas 6000, 0.42 mg/dl -analyzer: cobas 6000, 1.29, mg/dl (x3 dilution) the sample was then sent to another laboratory, with the following results: -analyzer: integra 800, 2.7 mg/dl -analyzer: integra 800, 2.1 mg/dl (after ultracentrifugation). For sample (B)(6) the results of 2.64 mg/dl, 0.42 mg/dl, and 1.29 mg/dl were reported outside the laboratory. For sample (B)(6), the following results were obtained: -analyzer: integra 400, 2.1 mg/dl -analyzer: cobas 6000, 1.64 mg/dl. The sample was then tested in other laboratories, with the following results: -analyzer: modular p-800, 1.7 mg/dl with the creatinine plus reagent (crep) -analyzer: integra 800, 1.6 mg/dl with the crep reagent -analyzer: integra 800, 1.94 mg/dl -analyzer: cobas c502, 1.91 mg/dl with the crep reagent for sample (B)(6) it is unknown which results were reported outside the laboratory. The patient was not harmed by any action taken and is stable. The serial numbers of the analyzers were not provided. The lot number and expiration date of the crep reagent was not provided. The manufacturer investigated a possible interference by the drug meropenem, but no significant interference was found.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The event occurred in (B)(6).